Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after breakfast the user¿s blood glucose rose to approximately 270 mg/dl and remained elevated through lunch while using a 23" teflon inset infusion set. The prior infusion site was described as hard and not absorbing, and hyperglycemia improved only after the user changed the infusion set. Outcomes included transient elevation of blood glucose that trended downward after the supply change, with no hospitalization and no alerts or alarms reported. Investigation included complaint review, user interview, and troubleshooting with education. Investigation of this case revealed likely infusion-site absorption failure consistent with an infusion set or site issue, which resolved after replacement. It was concluded that the event was due to an infusion-site/infusion set problem leading to hyperglycemia, with recovery after corrective action and no further intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.